Event description:
Boston scientific (bsc) crm received information that the patient sent in a patient information verification form that stated she was dizzy and had fallen on her face three times. The bsc sales representative was unaware of this issue and contacted the patient's physician to have the patient brought in for a device interrogation. New information was received that the device was explanted for normal battery depletion approximately thirteen months later. No adverse patient effects as a result of the explant procedure were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary. The product has been received and is currently being analyzed. When testing is complete this report will be updated.